Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge otw balloon catheter. The device was visually and microscopically examined. There was contrast in the inflation lumen and the balloon. The guidewire lumen was stretched for 8.1mm in length from the tip of the device. Within the stretched lumen were two shaft kinks at 1mm, and 3mm distal to the proximal balloon waist. The balloon was loosely folded. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole 7mm from the tip of the device. The device failed to inflate to rated burst pressure.

Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that balloon leak occurred. The target lesion was located in the left coronary artery. A 1.50mm x 12mm emerge balloon catheter was advanced for dilatation. However, during procedure, balloon leakage was noted. The procedure was completed with another of same device. There were no patient complications reported and the patient status was stable. However, returned device analysis revealed balloon pinhole.